Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('debilitating abdominal pain'), genital haemorrhage ('bleeding') and ovarian disorder ('issues with her ovaries') in a 36-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, urolithiasis, arthralgia, alopecia and left lower abdominal discomfort. Concurrent conditions included adnexa uteri mass, borderline ovarian tumor, obesity, pelvic mass, polycystic ovary, ovarian neoplasm, abdominal pain and ovarian cyst. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anger ("mood and temperament"), hot flush ("hormonal changes describe: hot flashes") and mood altered ("hormonal changes describe: moodiness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian disorder (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (/oophorectomy (bilateral removal of ovaries) and hysterectomy/oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian disorder, anger and headache outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved and the hot flush, mood altered and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, anger, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, ovarian disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first surgery for the left ovary was scheduled for (B)(6) 2012. Date of removal : (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Magnetic resonance imaging - on (B)(6) 2012: history: symptomatic ovarian cyst and pain. Pelvic ultrasound shows mural nodule. Has essure bilaterally findings: mildly enlarged uterus demonstrated several small fibroids. Impression: complex cystic mass, probably a right ovarian all right adnexal (as written), in origin, measuring 6.3 cm in maximum diameter with multiple enhancing nodules. This is probably neoplastic. Additional cysts amount demonstrated in both ovaries, which were not visualized on recent previous ultrasound are most likely benign.. Pathology test - on (B)(6) 2015: final diagnosis: a. Ovary and tube, left, salpingo-oophorectomy: serous borderline tumor, focally present on ovarian unremarkable fallopian tube. B. Soft tissue, peritoneal, biopsy: fat necrosis. No tumor seen small, benign lymph node. Ultrasound pelvis - on (B)(6) 2012: right ovarian cysts, clinical correlation recommended. Follow up exam recommended to assess stability and /or resolution of the complicated right ovarian cyst; on (B)(6) 2012: right ovarian cysts, clinical correlation recommended. Follow up exam recommended to assess stability and /or resolution of the complicated right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, abdominal pain, abnormal bleeding. Most recent follow-up information incorporated above includes: on 5-nov-2019: medical records received. Reporter information updated. Other relevant history and lab data updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('debilitating abdominal pain'), genital haemorrhage ('bleeding') and ovarian disorder ('issues with her ovaries') in a 36-year-old female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, urolithiasis, arthralgia, alopecia and left lower abdominal discomfort. Concurrent conditions included adnexa uteri mass, borderline ovarian tumor, obesity, pelvic mass, polycystic ovary, ovarian neoplasm, abdominal pain and ovarian cyst. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anger ("mood and temperament"), hot flush ("hormonal changes describe: hot flashes") and mood altered ("hormonal changes describe: moodiness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian disorder (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (/oophorectomy (bilateral removal of ovaries) and hysterectomy/oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian disorder, anger and headache outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved and the hot flush, mood altered and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, anger, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, ovarian disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first surgery for the left ovary was scheduled for (B)(6) 2012. Date of removal : (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Magnetic resonance imaging - on (B)(6) 2012: history: symptomatic ovarian cyst and pain. Pelvic ultrasound shows mural nodule. Has essure bilaterally findings: mildly enlarged uterus demonstrated several small fibroids. Impression: complex cystic mass, probably a right ovarian all right adnexal (as written), in origin, measuring 6.3 cm in maximum diameter with multiple enhancing nodules. This is probably neoplastic. Additional cysts amount demonstrated in both ovaries, which were not visualized on recent previous ultrasound are most likely benign.. Pathology test - on (B)(6) 2015: final diagnosis: a. Ovary and tube, left, salpingo-oophorectomy: -serous borderline tumor, focally present on ovarian - unremarkable fallopian tube b. Soft tissue, peritoneal, biopsy: -fat necrosis. No tumor seen -small, benign lymph node. Ultrasound pelvis - on (B)(6) 2012: right ovarian cysts, clinical correlation recommended. Follow up exam recommended to assess stability and /or resolution of the complicated right ovarian cyst; on (B)(6) 2012: right ovarian cysts, clinical correlation recommended. Follow up exam recommended to assess stability and /or resolution of the complicated right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, abdominal pain, abnormal bleeding, lot number: 808912 manufacture date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('debilitating abdominal pain'), genital haemorrhage ('bleeding') and ovarian disorder ('issues with her ovaries') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexa uteri mass, borderline ovarian tumor, obesity, pelvic mass, polycystic ovary and ovarian neoplasm. Concomitant products included paracetamol (tylenol). On (B)(6)2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient had essure inserted. On (B)(6)2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2012, the patient experienced anger ("mood and temperament"), hot flush ("hormonal changes describe: hot flashes") and mood altered ("hormonal changes describe: moodiness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian disorder (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (/oophorectomy (bilateral removal of ovaries) and hysterectomy/oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, ovarian disorder, anger and headache outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved and the hot flush, mood altered and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, anger, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, ovarian disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first surgery for the left ovary was scheduled for (B)(6)2012. Date of removal : (B)(6)2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Pathology test - on (B)(6)2015: final diagnosis: a. Ovary and tube, left, salpingo-oophorectomy: serous borderline tumor, focally present on ovarian unremarkable fallopian tube b. Soft tissue, peritoneal, biopsy: fat necrosis. No tumor seen small, benign lymph node. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. . Event outcome were updated to recovered: abnormal bleeding, hormonal changes, migraine , pain. Event outcome were updated to not recovered :hormonal changes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent birth control. Upon information and belief, after the procedure plaintiff began to experience debilitating abdominal pain and bleeding. Medical staff was unable to ascertain the origins of the pain, and diagnosed her with having certain issues with her ovaries. Until recently, she was unaware of the link between the devices and the symptoms that she began to suffer after the implant procedure. On or about 2014, and again in 2015, she underwent two surgeries to remove her ovaries along with the essure coils. The symptoms that necessitated these procedures. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating abdominal pain and bleeding (genital). Plaintiff underwent two surgeries, 4 and 5 years after placement, to remove her ovaries along with the essure coils due to symptoms. This events are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure. Genital bleeding may occur, as well. Considering events' nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since a device removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Follow up information was received on 17-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced debilitating abdominal pain and bleeding (genital). Plaintiff underwent two surgeries, 4 and 5 years after placement, to remove her ovaries along with the essure coils due to symptoms. This events are anticipated according to the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure. Genital bleeding may occur, as well. Considering events' nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since a device removal was required, this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("debilitating abdominal pain"), genital haemorrhage ("bleeding") and ovarian disorder ("issues with her ovaries") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexa uteri mass and borderline ovarian tumor. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced anger ("mood and temperament"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian disorder (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy/oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian disorder, anger, vaginal haemorrhage, menorrhagia, headache and abdominal pain lower outcome was unknown and the genital haemorrhage, migraine, dysmenorrhoea and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: first surgery for the left ovary was scheduled for (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final diagnosis: a. Ovary and tube, left, salpingo-oophorectomy: serous borderline tumor, focally present on ovarian unremarkable fallopian tube. B. Soft tissue, peritoneal, biopsy: fat necrosis. No tumor seen small, benign lymph node. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs and mr received. Reporter information were added and updated. Lab data and medical history were added. Mood and temperament, vaginal bleeding, menorrhagia, migraines, headaches, dysmenorrhea, lower abdomen pain and pain. Outcome of the event abnormal bleeding were updated. On 28-nov-2018: fup 3 and fup 4 processed together. Mr received. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("debilitating abdominal pain"), genital haemorrhage ("bleeding") and ovarian disorder ("issues with her ovaries") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adnexa uteri mass and borderline ovarian tumor. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced anger ("mood and temperament"), hot flush ("hormonal changes describe: hot flashes") and mood altered ("hormonal changes describe: moodiness") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian disorder (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy/oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, ovarian disorder, anger, menorrhagia, headache, abdominal pain lower, hot flush, mood altered and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, migraine, dysmenorrhoea and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anger, dysmenorrhoea, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood altered, ovarian disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: first surgery for the left ovary was scheduled for (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: final diagnosis: a. Ovary and tube, left, salpingo-oophorectomy: -serous borderline tumor, focally present on ovarian - unremarkable fallopian tube b. Soft tissue, peritoneal, biopsy: -fat necrosis. No tumor seen -small, benign lymph node. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2019: pfs received event " hot flashes, moodiness, weight gain" were added. Patient aka name was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.